Event description:
The surgeon was putting in the sixth screw on the 2 level reflex hybrid plate and the locking ring partially came off the plate. They then pulled the right off of the plate. The surgeon left the plate in with just 5 screws."

Manufacturer narrative:
Na